Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, hospitalization and issues with the insulin pump. Customer's blood glucose level was unknown and they went to the emergency room due to high blood glucose levels. Customer believed this issue was related to the infusion set and not the insulin pump. Customer realized they had a bent cannula when he infusion set was removed. Customer received a new insulin pump due to high blood glucose levels and hospitalization.